Event description:
It was reported that the lesion was in the mid left anterior descending with no tortuosity and mild calcification. The lesion was pre-dilated with a non-abbott balloon catheter. Then, the 3.0 x 18 mm xience v stent was implanted. The stent delivery system (sds) balloon was inflated for post-dilatation of the implanted xience v stent. A perforation occurred when the balloon was inflated at 12 atmospheres (atm). Hemostasis was attempted using a non-specified balloon, but was not successful (most likely the sds balloon but not confirmed). The 3.5 x 16 mm graftmaster was then advanced, but failed to cross. When removed from the patient, the distal part of the shaft was noted to be kinked. A 3.5 x 12 mm graftmaster was successfully used to treat the perforation, completing the procedure. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effect of perforation, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Perforations can be influenced by several factors including, but are not limited to, lesion characteristics, procedural technique, or device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.